Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2024. During the procedure, dilation of a stricture in the esophagus was performed and during inflation the balloon burst. The procedure was completed with another balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: (investigation results) the returned cre fixed wire dilatation balloon was analyzed, and a visual evaluation noted no damages to the device. Additionally, functional evaluation revealed that the balloon was able to be inflated and held pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was not confirmed. The returned device was found to have no visible physical damages, and the balloon was inflated and able to hold pressure without any problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2024. During the procedure, dilation of a stricture in the esophagus was performed and during inflation the balloon burst. The procedure was completed with another balloon. There were no patient complications reported as a result of this event.